Manufacturer narrative:
There was a "clot" on the tip of the catheter identified by echo and customer heparinizing the patient. The patient had been on a dvt prophylactic since admission. Patients in a critical condition are usually treated with ivtm. In such cases, those conditions make the patients predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Event was not serious because it did not meet any criteria for seriousness (did not cause death, did not cause life-threatening condition, did not require treatment to prevent life-threatening condition, did not require new or prolonged hospitalization). Event assessed as possibly related to the zoll catheter due to relevant timing and location of possible clot.

Event description:
It was reported that the customer called in to obtain guidance regarding removing the quattro catheter from the patient, customer also indicated that there was a "clot" on the tip of the quattro catheter. Customer indicated that issue was noted when they echo and heparinized the patient. Patient had been on a deep vein thrombosis (dvt) prophylactic since admission. According to the customer, there was no patient injury. During report, patient had just arrived back from a procedure. Ivtm thermogard therapy still in use. No additional information was available.

Manufacturer narrative:
Zoll has not received the quattro catheter for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that the customer called in to obtain guidance regarding removing the quattro catheter from the patient, customer also indicated that there was a "clot" on the tip of the quattro catheter. Customer indicated that issue was noted when they echo and heparinized the patient. Patient had been on a deep vein thrombosis (dvt) prophylactic since admission. According to the customer, there was no patient injury. During report, patient had just arrived back from a procedure. Outcome was not looking good and there was question as to whether the patient was going to survive. Therefore, ivtm thermogard therapy still in use. No additional information was available.